Manufacturer narrative:
Investigation: review of device history was not possible as the lot numbers were not provided. Investigation could not lead to define the precise root cause of this adverse event. This event appears to be an infection. Conclusion: the root cause could not be precisely defined with information collected. Implants used in surgery included: 510k k080099. B02130005: nut. B02214530: polyaxial screw, diameter 4.5mm, length 30mm. B02214535: polyaxial screw, diameter 4.5mm, length 35mm. B02214540: polyaxial screw, diameter 4.5mm, length 40mm. B02215540: polyaxial screw, diameter 5.5mm, length 40mm. B02215035: polyaxial screw, diameter 5.0mm, length 35mm. B02215040: polyaxial screw, diameter 5.0mm, length 40mm. B02216540: polyaxial screw, diameter 6.5mm, length 40mm. B02236001: standard connection clamp for 6mm diam rod. B02126024: rod 6mm dia, 240 length. 510k k082577. B99100210: derotation connector. 510k k082069. B02242209: short, lumbar laminar counterhook. B02241106: large, polyaxial pedicular hook for claw. B02240106: large, polyaxial pedicular hook. B02240322: left, polyaxial tp hook, 11mm.

Event description:
On 1419937-2013- 2012 patient arrived for her 6 month post-op visit complaining of pain, scar appearance and discharge from wound site. On 1419937-2013- 2012 patient was admitted to hospital for an irrigation and debridement procedure for possible deep wound infection. There wa no sign of infection during the procedure and all cultures were negative for infection. The patient was discharged and will be followed for any changes.